Event description:
Related manufacturer reference number: 2017865-2022-44001. It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted due to tricuspid insufficiency. The leads were explanted on 3 oct 2022. No adverse patient consequences were reported.